Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer, wheel lock mechanism broke when veteran pulled the shifter handle too far back.